Manufacturer narrative:
Please also note the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician felt resistance and unable to retract the psr3d with the velocity deliver microcatheter (velocity) into the non-penumbra catheter after a pass. The physician was then able to retract the only the velocity and removed it, leaving the psr3d in place. Upon attempting to retract the psr3d again, the psr3d broke at the proximal marker-pusher wire junction within the patient. The physician therefore used a non-penumbra stent-retriever to remove the psr3d. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician was unable to retract the psr3d after one pass and, consequently, the psr3d broke at the proximal marker-pusher wire junction within the patient. The physician used a snare to remove the psr3d. There was no report of an adverse effect to the patient.